Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped. Subsequently, the pump touchscreen became unresponsive to touch and no text or graphics would display on the touchscreen, although the screen was illuminated. Due to the unresponsive touchscreen, the pump subsequently declared an auto off alarm as the customer was unable to interact with the pump in the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours). Customer's blood glucose was 144 mg/dl reportedly the customer had manual injections and an alternate pump as alternate insulin therapy.